Manufacturer narrative:
After ordering and installing the replacement power supply, the customer found that the battery charging voltage went up but not the percentage; the battery voltage was at 12 volts. The customer left the device plugged in overnight, and while the battery voltage was at 16.6 volts, the battery led on the front panel was not showing anything (not blinking or solid green). The rse performed troubleshooting with the customer and discovered that the voltages were showing properly. The device ran on ac and direct current (dc) power. The rse informed the customer that the front panel overlay may be the cause and provided the customer with the part number and price of the replacement power switch overlay for repair.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not turn on and showed no power indicator; the device did not run on alternating current (ac) power and only ran on battery power. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. The customer called technical support to report that the device did not turn on and showed no power indicator; the device did not run on alternating current (ac) power and only ran on battery power. The customer was not getting 24 dc volts on the pneumatics screen, and after trying a different power cord, the issue remained. The remote service engineer (rse) recommended replacing the power supply to remedy the issue and provided the customer with the part number of the replacement power supply for repair. Investigation is ongoing.